Event description:
It was reported that during central processing that, upon inspection of the prograsp forceps a small chip was noticed; and upon further inspection, the instrument's jaws seemed restrictive in movement. There was no report of patient involvement.

Manufacturer narrative:
The prograsp forceps instrument involved in this event was returned for evaluation. Failure analysis found the primary failure of main tube scratch marks/abrasions to be related to the customer reported complaint. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.063¿ - 0.315¿ in length. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument grasped and released without any issues on multiple attempts. The instrument was fully functional. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.